Event description:
The resident was being transferred from the bed to the chair, when the sling clip snapped. The resident fell, striking her head on the side rail of the bed as she fell. She landed with her hip on one of the lifter legs. The resident was transported to the emergency room, where she was assessed as being "okay" and released. Subsequent staff observation over the weekend resulted in a return to the hospital, where she was diagnosed with 2 broken ribs, a broken hip, and possible head trauma. Resident is under observation for the possible head injury.